Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that cns device booted up into a black screen. The issue occurred after customer powered down the cns to change out a ups. When the raid hard drives were switched to enable the back up hard drive to boot, the issue was still the same. Customer confirmed all connections were seated properly. Customer was able to boot into the bios mode. There was no reported error message. Service requested: repair. Service performed: repair. Investigation result: device was put into service on 6/6/2014. Service history shows the following: 08/05/2019 300178503 - current notification. 03/14/2018 300118180 - not related to device start up. 01/31/2018 300112022 - not related to device start up. 11/08/2016 300064967 - not related to device start up. 10/10/2016 300061803 - not related to device start up. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. There is insufficient available information regarding the service and maintenance of the device, health of the device prior to the shutdown, and how user shutdown the device, thus the root cause of hard drive and motherboard failure could not be determined. Additional model information: d11 & c2: the cns initially shut down due to a ups failure. Attempts to obtain the following information were made, but not provided: ups - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their uninterruptible power supply (ups) had gone bad and caused the central nurse's station (cns) to spontaneously shut down. They powered down the cns to change it out the ups, and when powering the cns back up it booted into a black screen.

Manufacturer narrative:
The customer reported that their uninterruptible power supply (ups) had gone bad and caused the central nurse's station (cns) to spontaneously shut down. They powered down the cns to change it out the ups, and when powering the cns back up it booted into a black screen. Nihon kohden's technical services had the customer change out the hard drives and re-boot the system, but the issue persisted. The customer reported that the cables are seated properly and that the monitor was working without any issues when booting into the bios. The customer also reported that patient monitoring was interrupted for 45 minutes while troubleshooting the issue, but that the nurses were able to monitor all patients from the bedside monitors (bsm). No patient harm or injury was reported. The customer will send the unit in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical products: the cns initially shut down due to a ups failure. Attempts to obtain the following information were made, but not provided: ups - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their uninterruptible power supply (ups) had gone bad and caused the central nurse's station (cns) to spontaneously shut down. They powered down the cns to change it out the ups, and when powering the cns back up it booted into a black screen.